Event description:
A customer reported that their dxh800 instrument recovered erroneous low hgb results on two patients when compared with a second dxh800 instrument. No erroneous results were reported out of the lab. Patient results were not provided.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse indicated that this issue was caused by a film on the inside of the hgb chamber. He removed the hgb chamber and thoroughly cleaned it with bleach and di h20. The hgb vent line from the chamber to the vent chamber was also flushed. He then aligned the hgb chamber for optimal hgb voltage. Hgb blank verification, repeatability and qc were performed with no issues. (B)(4).